Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported leak was unable to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The 3.75x12mm nc trek device is filed under a separate medwatch MFR number. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a moderately calcified and tortuous left anterior descending coronary artery and diagonal coronary artery stenting procedure, a leak was noted during use of the 3.5x33 xience alpine stent delivery system (sds); however, the stent was successfully implanted. Additionally, resistance was met during removal of the yellow protective sheath of the 3.75x12 nc trek; however, it was removed and used successfully. There was no adverse patient effect or a clinically significant delay in procedure reported. No additional information was provided.